Event description:
Suture knots untying post-op. Customer reports pt involved in a motor vehicle accident and required repair of abdominal laceration. Two days post operation, the suture line dehisced which required reoperation to repair.